Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was intermittently observed to be fluctuating, which led to a pump shutdown. The customer provided a blood glucose (bg) level of 312 mg/dl at time of report. Bg level at time of shutdown event was not provided. Reportedly, the customer successfully resumed insulin delivery on the pump and continued to use the pump for insulin therapy.